Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 reporting an orthopat machine blood spill resulting from a broken disk. No injury or reaction was noted. Eval of the device confirmed an internal fluid spill had occurred. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2011 reporting an orthopat machine blood spill resulting from a broken disk. No injury or reaction was noted.